Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported patient was not able to enter MRI mode due to one lead migrating and high impedances on the other. To address the issue, surgical intervention was undertaken during which both leads were explanted. Attempts were made to place two new leads but physician was having difficulty placing a second lead. As a result, therapy was restored with one new lead. Patient was provided with MRI ability post-op.